Manufacturer narrative:
Investigation: customer returned a photo of a 1/2cc syringe. Customer states that the ink spreads and unable to read scale marks. The attached photo was examined and exhibited ink on the surface of the barrel covering scale markings running from the 2-15 scale markings. CAPA (B)(4) was initiated to address such issues at this time a review of the device history record was completed for batch# 7128969. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted for scratched print. There were two (2) notifications [(B)(4)] noted for ink smears. There were two (2) notifications [(B)(4)] noted for ink rings. There was one (1) notification [(B)(4)] noted for black barrels. There were three (3) notifications [(B)(4)] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure.

Event description:
It was reported with the use of the bd ultra-fine¿ insulin syringe there was an issue with scale marking error. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd ultra-fine insulin syringe there was an issue with scale marking error. There was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.